Event description:
User facility reported that following 2 unsuccessful cavity integrity assessment (cia) tests and during the placement of a second tenaculum on the cervix the patient experienced a cardiac arrest lasting 10 seconds. Treatment included "sternal punch" and atropine 0.5mg followed by 0.25mg/ during follow-up in 2009, it was reported the patient was kept in the hospital overnight to monitor her electrocardiograms. Additionally, it was reported the anesthesiologist believes the sevorane (sevoflurane) he gave to the patient "could be responsible" for this event. No additional information could be obtained surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the disposable device and radio frequency controller involved in this event. No abnormalities were found related to the reported information. These devices passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.